Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant, the lead needed to be repositioned a couple times. After the second repositioning, the helix was unable to extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.